Manufacturer narrative:
On 10 may 2016 it was prepared a final report with the information already submitted in the initial report. On 11 may 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Additional information received on 17 february 2016 and includes: the sales rep took the wrong liner and showed it to the surgeon who accepted to use it without notice that it was wrong. Batch review performed on (B)(6) 2016. Lot 154277: (B)(4) items manufactured and released on (B)(6) 2015. Expiration date: 2020-10-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The sales rep noticed that incorrect size liner was implanted into the patient after the surgery. He informed the surgeon about the fact, then the surgeon decided to perform revision surgery immediately. The surgeon replaced incorrect size liner with correct one. Due to the lack of extension, the surgeon replaced mectacer size m with size l too.